Event description:
It was reported by the customer that a pyxis medstation es system time delay. The customer stated that this issue does not allow nurse to pull a medication and there was a 3-4 minute delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the time delay. A field service engineer performed configuration change and fixed the time delay. The system functioned as intended as the field service engineer troubleshooted the device.